Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot# 73h180062. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one clip broke during usage on the patient for ligating gallbladder artery at 17:30. The broken clip was taken out immediately and changed to a new one to complete the treatment.